Event description:
It was reported that the act and esc buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 23 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.